Event description:
A nurse reported that during a cataract procedure, no vacuum was experienced. The system was exchanged, and the case was completed without harm to the pt. Additional information has been requested.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The software was updated. The system was then tested and met all product specifications. The company service rep advised the customer to check the o-rings on the I/a handpieces and review the doctor settings. A review of the system's event log showed no related system messages on the reporting date. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional related reports for this system. The root cause could not be determined. (B)(4).